Event description:
The user facility has informed richard wolf medical instruments corporation (rwmic) of an issue regarding a hf bipolar connecting cable l 3m, part ID: 8108.232, batch # unknown. According to the received information, the bipolar connecting cable failed during the case. "During procedure using the erbe machine for operative portion of procedure, the princess bipolar cord made a loud noise while inside the patient. We saw the portion of the cord that was outside the patient was severed into two pieces.". Smoke at the area of the broken cord was noted by the surgeon. There was a reported 15 minutes delay in the procedure. However, the surgeon made the decision to use alternative device to finish case. According to the user facility, there was no injury to the patient and the 15 minutes delay did not put the patient at risk.

Manufacturer narrative:
The following fields have new information: b4, d4 (lot #), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions), h7, and h10. The user facility was contacted several times in an effort to collect patient information and user information. Richard wolf medical instruments corp. (Rwmic) has not received any response. The hf bipolar connecting cable l 3m, part ID: 8108.232, lot # 7/16 was investigated by the responsible department at rwmic. The user facility has reported that the cord was broken into two pieces while the instrument was in use. During the evaluation of the device, it was determined that the cable seems to be worn from wear and tear. The strands appears to be broken due to fatigue. The probable root cause of the failure clearly indicates a weakening or breakdown of its materials due to a wear problem. Richard wolf has received 4 complaints including the current complaint (23-00073) regarding the bipolar cord 8108.232 between 01/jan/2020 and 04/jan/2024. The devices from previous complaints recorded sporadic failure of the cord due to cleaning / maintenance failure. No patient involvement was reported. In general, the user is advised in the relevant IFU ga-d 342 / en / index: 04-10-7.0 / äm: pdi 10-4213 about the checks of the cord before and after each use in section 8.1.1 for possible damage to the insulation, cable, and plug. As well as warning in section 7.2.3, "do not use and do not repair a defective cable. Replace defective cable.".